Manufacturer narrative:
Due to intra-operative issues, the device was not implanted/explanted. Part 450.183, lot 4185648: release to warehouse date: october 20, 2000. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a patient underwent an anterior cervical corpectomy at level c3-6. It was also reported that there was existing hardware in the patient and the surgery involved adding additional devices. At the onset of the procedure, the surgeon chose to use a non-synthes double barrel drill guide and drill bit when implanting a synthes titanium cervical spine variable angle locking plate. It was reported that as the surgeon was drilling the first or second pilot hole, he stated that the ring on the cervical spine locking plate screw hole came off. The ring was retrieved and the surgeon removed the synthes plate and implanted the patient with a non-synthes plate and screws. There was no delay in surgery and it was reported that the surgery was completed successfully and the patient was stable. Upon examination of the returned device by the manufacturer, it was noted that the plate was not broken, but rather that the locking clip, a plate subcomponent, fell apart from the plate intraoperatively as neither component is broken. Concomitant devices: nuvasive drill guide (part 2700122, lot 129477, quantity 1), nuvasive drill bit (part 1015625, lot up0541, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the cervical spine locking plate (part number 450.183, lot number 4185648). The subject device was returned with the complaint condition stating the complaint condition is confirmed. A visual inspection, complaint history review, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The cervical spine locking plate (450.183) is a component of the cslp va implant set (105.8944) and is noted in the cslp variable angle technique guide. The cslp va plate allows for variable screw angulation through the use of expansion head self-drilling screws. The returned device was examined and the complaint condition was able to be confirmed as the bottom right hole was found to be missing a bushing which was returned separately. The returned bushing was found to be intact. Relevant drawings for the returned implant were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned implant¿s lot number and no non-conformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined. However, the failure mode was probably due to use of a competitor¿s drill guide and drillbit. The diameters of those instruments may have been slightly bigger than that of the plate causing interference between the parts and the busing to fall apart from the plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.